Event description:
It was reported that the leading haptic of the +15.0 diopter aa4204vl single piece silicone lens, tore off during insertion. The lens was removed and replaced without any patient incident.

Manufacturer narrative:
Results: visual inspection of the returned lens showed the optic was scratched and a haptic was torn. There was a clear surgical residue on the lens. The laf card was attached with the patient information.(B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) . (B)(4) - no known consequences or impact to the patient. Torn material. , evaluation conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened, which was subsequently closed. The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).